Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a perforation occurred. The physician implanted a taxus express2 3.00 x 12 mm drug eluting stent in the 100% occluded left anterior descending artery (lad) and a perforation occurred. The pt was taken for emergency CABG surgery following the perforation. The pt did well following surgery and was being monitored on a surgical unit. No other details are available at this time but additional information has been requested.

Event description:
After angiograms were obtained a #6 french sheath was introduced into the right femoral artery. A #6 french jl-3 catheter was used to cannulate the left coronary artery. They were able to advance a 0.014 whisper wire down the lad. They used a maverick 2.0 balloon and multiple inflations were made in the mid, proximal and distal lad of which appeared to be diffusely diseased vessel. They used a 2.5 balloon and multiple inflations were made. They could not adequately expand the balloon in the very distal segment so they used a 2.5/10 cutting balloon. This was then pulled back. However, after this was done, there was decreased flow down the lad as well as down a large diagonal. They advanced a wire down both vessels with a 2.5 balloon, and multiple inflations were made again in the lad. They deployed the taxus stent in the mid lad. The balloon was pulled back. Images showed that there appeared to be vessel perforation with some extravasation of flow. They tried to advance a covered stent but were unable to do so because of the #6 french sheath. They exchanged for an #8 fr sheath over the coronary wires. They used an al-1 #8 fr guiding catheter to cannulate the left coronary artery. The next image revealed that the lad was again totally occluded. At this time, all catheters were removed. The pt was transferred to in-patient holding to await CABG. The pt left the cath lab in stable condition. The pt had coronary bypass graft x3. The pt tolerated the procedure well. Postoperative diagnoses: 1. Two-vessel coronary artery disease, acute mi secondary to perforated occluded lad, hypertension, hyperlipideima, osteoporosis, gerd. The pt was discharged home in 9/2004, intrahosptical complications were anemia, requiring transfusion. The pt was ambulatory upon discharge.